Event description:
It was reported that during a breast biopsys, the vacuum would not give proper suction. They changed to their extra control module and completed the case with no consequence to the pt.